Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. During the procedure, several recaptures were made and on the second recapture, the delivery system did not close correctly. After that, the valve was examined and blood clots in the valve were detected. The physician requested a second unknown valve that was used to completed the procedure. The physician alleged that the clots did not allow the delivery to close properly. The patient is stable.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. During the procedure, several recaptures were made and on the second recapture, the delivery system did not close correctly. After that, the valve was examined by transesophageal echocardiogram (tee) and blood clots in the valve were detected. Heparin was administered for about 30 minutes at the appropriate levels as indicated by the hospital. The patient did not have hematologic disorders or systemic illness that could contribute to a hypercoagulability or receive any treatment (medications) that could contribute to thrombus formation, including over the counter medications. The physician requested a second unknown valve that was used to completed the procedure. The physician alleged that the clots did not allow the delivery system to close properly. The patient is stable

Manufacturer narrative:
An event of thrombus was reported. Information from field indicated that the patient did not have hematologic disorders or systemic illness that could contribute to a hypercoagulability or receive any treatment (medications) that could contribute to thrombus formation, including over the counter medications. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.